Manufacturer narrative:
Unique identifier (UDI) # - (B)(4). The following sections could not be completed with the limited information provided. Patient age - ni. Patient weight - ni. Explant date - na. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04824/ 04827 / 04828).

Event description:
It was reported that the patient had an initial knee arthroplasty and is experiencing swelling, inflammation, clicking and limited range of motion approximately 1 year post operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is used for treatment. Concomitant products ¿ vanguard left medial tibial bearing catalog 195891 lot 915250; vanguard left femur 72.5mm 195925 lot 338720; series a patella catalog 184764 lot 405240.